Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: a labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an incident involving a latex foley catheter. The exact failure was unknown. Per follow-up via email on 23nov2021, it was reported that the patient had penis and pubic pain during ante meridiem rounds and representative was unable to flush the patient foley catheter because the catheter was obstructed and unable to deflate the catheter balloon for the same reason. Representative cut the foley catheter on the rubber area and the balloon still did not deflate, they repositioned the patient, but nothing allowed to remove the foley. 2 nurses and user tried but unable to remove the foley as the balloon would not deflate no matter what they did. Upon closer examination, after cutting the foley, there was a manufacturer defect where there was no hole from the inflation port that continues to the balloon. The hole that was supposed to lead to the balloon merges into the same hole that urine was present. The patient was in extreme pain due to the obstruction and not being able to remove the foley. Patient had to be transferred to another urology facility to remove the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was an incident involving a latex foley catheter. The exact failure was unknown. Per follow-up via email on 23nov2021, it was reported that the patient had penis and pubic pain during ante meridiem rounds and representative was unable to flush the patient foley catheter because the catheter was obstructed and unable to deflate the catheter balloon for the same reason. Representative cut the foley catheter on the rubber area and the balloon still did not deflate, they repositioned the patient, but nothing allowed to remove the foley. 2 nurses and user tried but unable to remove the foley as the balloon would not deflate no matter what they did. Upon closer examination, after cutting the foley, there was a manufacturer defect where there was no hole from the inflation port that continues to the balloon. The hole that was supposed to lead to the balloon merges into the same hole that urine was present. The patient was in extreme pain due to the obstruction and not being able to remove the foley. Patient had to be transferred to another urology facility to remove the catheter.